Event description:
The hcp from another country reported a dbs device with suspected broken bond wires. The device was showing a power on reset. There were no pt symptoms reported. The hcp notes no injury to the pt. The pt underwent device replacement in 2006. The device was returned to the MFR for analysis after 42 months of implant time.

Manufacturer narrative:
H6 - final device analysis results reveal - bond wire(s) broken. This device was in the range of the identified devices for the model 7428 device recall.